Manufacturer narrative:
Batch review performed on 26 november 2020: lot 1903776: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap 1 month after primary. The surgery was completed successfully.